Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator, implanted: (B)(6) 2010, 5076-52 implantable pacing lead, implanted: (B)(6) 2010; 419688 implantable pacing lead, implanted: (B)(6) 2010; etlw1624c124e stent graft, implanted: (B)(6) 2012; etbf2816c145e stent graft, implanted: (B)(6) 2012; enlw1628c93e stent graft, implanted: (B)(6) 2012; enew2424c82e stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed similar trend patterns with risen impedance on the rv and superior venacava (svc) portions. Both portions measured with high impedance. The lead remains in use. No patient complications have been reported as a result of this event.